Event description:
ICU medical (hospira's) plum 360 units are deteriorating to the point of causing breakage on the stress joint points between the front and back casings. Hospira has been notified and we are replacing the broken cases. After investigation, it was determined by ICU medical that our current cleaning agent is the one causing the deterioration of the plastic. We use cavicide and it is currently been replaced by an approved ICU medical cleaning agent. We wanted to report this as the damage on the casings utilizing cavicide is extensive. By our experience, actual damage will start physically showing after @ 12 to 18 months after continuous cleaning and disinfection. A broken casing creates sharp edges that could cause an injury to the patient or device operator. Manufacturer response for plum 360 infuser, hospira plum 360 (per site reporter): as stated, the manufacturer mentioned that main cause for the casings breakage was our main cleaning agent (cavicide) and suggested some approved cleaning agent to use to avoid deterioration of the plastic.